Event description:
It was reported that a patient's implantable cardiac monitor was explanted due to erosion of the pocket site. The pocket was visibly red from infection. The patient was treated with antibiotics. No additional adverse consequences were reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the patient had difficulty reading the implantable cardiac monitor at night and it would occur when she lay on her left side. No further information was available.